Event description:
It was reported that the patient was admitted due to suddenly appearing low flow alarm. When the patient arrived in the hospital almost zero flow was observed. Echocardiogram was performed and confirmed bad unloading of the left ventricle. Laboratory test showed an international normalized ratio (inr) of 1.2. Extracorporeal membrane oxygenation (ECMO), inotropes were initiated, and impella were implanted to stabilize the patient. Lysis therapy was performed. After the lysis left ventricular assist device (lvad) parameters turned back to normal values. The patient was returned to the operating room and exchanged the heartmate 3 system.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed biological material within the pump that would have caused the low flow. A specific cause for the identified biological material could not be conclusively determined. The pump was returned assembled with the pump cable severed approximately 5.25¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 3.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was not returned. Examination of the inflow cannula revealed a formation of coagulated blood occluding the proximal lumen that transitioned into denatured biological material towards the distal end of the lumen with a grainy texture. Denatured biological material with a grainy texture was also discovered in the interior of the pump cover and throughout the rotor. The biological material within the rotor was also noted to have some areas with a tissue-like texture. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The available log files were reviewed. Flow was captured down to 0.0 liters per minute (lpm) on (B)(6) 2025 with an active low flow alarm. Flow then improved but the low flow alarm continued to be intermittently activated. Lvad fault flags were intermittently captured that were indicative of an issue with motor control and rotor levitation. Additionally, transient power elevations and transient increases in rotor noise were captured. These events were consistent with the rotor being impeded by an external object. There were no other notable findings in the available log files. The biological material found within the pump would have occluded the rotor and flow through the pump and resulted in the captured low flow alarms, lvad faults, and increases in rotor noise and pump power. A specific origin for the biological material found within the pump could not be conclusively determined; however, the acute onset of the low flow appears consistent with ingestion of the biological material into the pump. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists adverse events that may be associated with the use of heartmate 3 lvas, including venous thromboembolism, arterial (non-cns) thromboembolism, and obstruction to pump flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Inspection of the returned pump, serial number (B)(6), confirmed evidence of eogo. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Thrombus was confirmed in the operating room. There were no recent changed to pump parameters. The pump exchange resolved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.